Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had gingival swelling and pain with heavy plaque on the healing caps. Infection of the implant was noted and the patient was placed on antibiotics.

Event description:
Upon follow up, the catalog number and lot number were updated.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the device catalog number was updated from tsvtb13 to tsvtb10 and the lot number was updated from 1260379 to 1266034.